Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and force test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed that the tip of the device was found broken leaving the internal components exposed in the peek housing area. A force test was performed, no force issues were observed; however, error sh and two black electrodes were displayed on the screen due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device 31673320l number, and no internal actions related to the reported complaint condition were identified. The tip condition observed in the tip section could be related to the force sensor error reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the tip condition and open circuit could be related to the manipulation of the device during the procedure ; however, this can not be conclusively determined. The sh error and electrical issues was not related to the reported event. The catheter instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia ablation procedure with a thermocool smarttouch sf and post procedure the bwi product analysis lab identified that the tip of the device was found broken leaving the internal components exposed in the peek housing area. During the procedure itself, an error 106 alert code occurred after catheter plugged into carto and before first ablation as tip inserted into proximal end of sheath (proximal insertion). This catheter was not used inside of the patient. A second device was used to complete the operation. There was no adverse event reported on patient.